Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error c-33 occurred on integrated electrosurgical unit (iesu) [erbe]. Caller mentioned that a power cycle and a hard power cycle by connecting directly to the ac wall outlet did not resolve this issue. Technical support engineer (tse) explained to caller that probably they can use it, but sometimes not, so tse advised caller to prepare a backup electrosurgical unit (esu) just in case. Caller checked that they could perform firing with erbe, but the surgeon decided to convert to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer noted that on (B)(6) 2025, it was reported this event occurred prior to start procedure - pre-anesthesia.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified the reported error c-33 and replaced the integrated electrosurgical unit (iesu) erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there was an issue found that would be related to the reported event. The erbe was tested using the system, the unit displayed error c-33 on start. The erbe log error showed c-00 and m-0b. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a component failure on the integrated electrosurgical unit (iesu) erbe. This issue can be resolved by replacing the part.